Event description:
During a cardiofocus laser balloon atrial fibrillation ablation, the patient experienced a pericardial effusion that resulted in pericardiocentesis and ultimately a surgical intervention by a cardiothoracic surgeon. The physician stated that he believes the effusion was a result of a perforation of the left atrial appendage by the cardiofocus laser balloon catheter. During this procedure only the cardiofocus laser balloon and the hd grid entered the left atrium. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).